Event description:
Instrument broke during surgery in the pt and the broken tip was not retrieved, could not find the tip in the pt. No pt injury. Device failed (e.g. Broke, couldn't get it to work or stopped working).